Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, loss of connection between the transmitter, receiver and smart device occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and passed. A pairing test with the (B)(6) device was performed and passed. A voltage test was performed and passed. Share data log was reviewed and showed loss of connection on the issue date. The customer complaint of a loss of connection was confirmed through share data log review. The root cause could not be determined post investigation.